Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. Peritonitis is a well-documented complication in patients undergoing pd therapy most often caused by a breach in aseptic technique during the pd exchange. Based on the reported information, the cause of the patient¿s peritonitis cannot be determined at this time. However, currently there is no allegation nor any objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event.

Event description:
It was reported that this patient on peritoneal dialysis (pd) modality was hospitalized for a dialysis related issue. However, there were no reported allegations that the event was caused by fresenius products. In additional follow-up with the patient¿s pd nurse, it was stated that on (B)(6) 2026 the patient was hospitalized for peritonitis. It was stated that the patient had a pd culture obtained (while hospitalized) which revealed an elevated white blood cell (wbc) count (result unknown) and no organism growth. The patient is reportedly receiving antibiotic therapy (details are unknown). Additionally, the nurse indicated that the patient underwent removal of the pd catheter (not a fresenius product) and was transitioned to hemodialysis for renal replacement needs. The patient remained in the hospital at the time follow-up was performed. The pd nurse confirmed there is no allegation against product. It was confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. However, the nurse could not identify the etiology for the peritonitis infection.